Event description:
Product complication: none time of complication: 1-day post-procedure symptoms: left hand and arm weakness, generalized weakness, headache, dizziness. Additional info - results of CT scan performed on 8/30/2005 indicated "a small to moderate right mca-pa watershed territory infarct which may be chronic. There is an area of possible subacute edema, possibly subacuture infarct and left posterior temporal and periatrial deep subcortical white matter, without significant mass effect or hemorrage. Further eval with MRI to include diffusion weighted imaging can also be helpful. There is also moderate cerebral cortical atrophy with mild enlargement of the ventricular system consistent with atrophy. There are moderately dense intracranial arterial calcifcations in the cavernous ica's. There is a small, chronic infarct or lacune noted in the right posterolateral cerebellar hemisphere, possibly in the right pica territory." No available info is available.

Event description:
Product complication: none. Time of complication: during the procedure, 2005. Symptoms: unavailable at this time. Further investigation is being conducted, when/if additional information is obtained a medwatch supplement report may be filed. It was reported that during the carotid stent procedure, the patient experienced a stroke. The start date is 2005, stop date is unknown. The condition is not pre-existing and unknown if related to the product. No action/treatment was administered. The event resulted in new/prolonged hospitalization. The patient outcome is unknown. No additional information was available.